Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens became stuck in the cartridge and one haptic tore. There was pt contact but no injury.

Manufacturer narrative:
Eval results - visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.